Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unable to read helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The hospital's biomed engineer solved the issue by reinserting the helium tank. A getinge field service engineer (fse) evaluated the unit. The fse performed a function check on the unit. The iabp was then ready to use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.